Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.

Event description:
It was reported that the springs on the pump battery door had been bent out of position. The downstream occlusion test had failed, and the alarm had been triggered at 7.94 psi. The alarm should have sounded between 9 to 27 psi. The dso seal had bubbled. The event occurred during testing. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.